Event description:
The customer reported receiving a lower than expected bhcg positive result for one patient sample which was generated by the access 2 immunoassay analyzer. The sample was collected in a plastic, becton dickinson (bd), 7ml, non-gel serum tube and spun for 7 minutes at 5500rpms, in a room temperature, angled-bucket centrifuge. The erroneous result was not reported out of the laboratory; hence, the customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event. Subsequent testing of the same sample produced higher results, which better matched the patient's clinical picture. The sample was not respun and the customer noted it was not a short draw and the appearance was normal. Review of the event log showed no errors and the system check that was run 7 days prior to the event was within specifications. Qc data was within the customer's established ranges on the date of the event. A field service engineer (fse) verified one assay failed specifications. Fse replaced the timing belt and repeated verification which passes within specifications. Fse performed major preventive maintenance on the unit and ran 40 rep prevision run which recovered with a 3.32 % cv. Although hardware issues were addressed, no definitive root cause was determined for this event.